Event description:
The subject coil was returned for analysis and the device investigation revealed that the subject coil prematurely detached during use.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the main coil was found to be returned detached. The coil delivery wire was seen to be kinked/bent. The main coil was seen to be detached/separated from the delivery wire. The main coil was seen to be kinked/bent and tangled. The functional inspection could not be performed as the coil was returned already detached. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the main coil failed to detach even after multiple attempts to deployment. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was severely tortuous. Based on the review of all available information, also information provided by the customer, indicated that the anatomy was severely tortuous, so an assignable cause of procedural factors will be assigned to the reported 'main coil failed/unable to detach' and analyzed 'main coil kinked/bent', 'main coil tangled' and 'main coil prematurely detached/separated during use', since this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the analyzed 'coil delivery wire kinked/bent' since it is most likely that this damage occurred due to handling of delivery wire during the procedure.